Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016; 419488, lead, implanted: (B)(6) 2007.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the atrial channel in stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.